Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the imaging system was not communicating with the navigation system. The issue occurred intra/peri-operatively and imaging and navigation had to be aborted. Patient's surgery was rescheduled. Further troubleshooting found the issue was due to the sytem being set to dhcp rather than static setup.